Event description:
In 9/2002, the pt reportedly was experiencing intermittency while using the sound processor. The pt was seen at the center for device eval. External hardware was exchanged and programming adjustments were made. In 10/2002, the pt was seen at the center. External hardware was exchanged and programming adjustments were made. In 3/2003, the pt was seen by a co rep for device eval. Testing verified the reported problem. The decision was made for center to perform further rf characterization. The pt reportedly experienced loss of lock while using the sound processor. Programming adjustments were made by the center. In 2003, the pt's parent reported that link could not be obtained while using the sound processor. The pt was seen at the center. External hardware was exchanged. However, the problem was not resolved. Surgery was scheduled to explant the pt's device.